Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material this sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. Another attempt was made and a clip was unable to properly load into the jaws as it had the next clip pushed up against it. The rotation tab was bent during the firing of the clip. This was repeated with the same result for the next three clips. However, the fifth clip was able to properly load and was successfully applied to over-stressed surgical tubing. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Only one clip was able to properly load into the jaws. The broken ratchet could prevent the clips from loading properly. However, it could not be determined why the ratchet broke. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not closing" was confirmed based upon the sample received. One device was returned. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Upon functional inspection, only one of the remaining clips was able to properly load into the jaws of the device. The ratchet ears were found to be broken which could prevent the clips from properly loading. However, it could not be determined why the ratchet broke. Since it could not be determined what broke the ratchet, the root cause of this complaint issue is undetermined.

Event description:
It was reported that the clips are not ligating. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1600543 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not ligating. The patient's condition was reported as fine.